Event description:
It was reported that a device difficulty to advance occurred. A 14f isleeve introducer sheath was used during a transcatheter aortic valve replacement (tavr) procedure. The minimum diameter of the iliac artery was 4.2mm and the femoral artery was moderately calcified, moderately stenotic, and mildly tortuous. Difficulty was encountered during advancement of the 14f isleeve introducer sheath and the expansion seams at the tip of the device prematurely expanded. The device was removed and a new 14f isleeve introducer sheath was used to complete the procedure. No patient complications were reported.